Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from spain, a 11500a27 valve was explanted at implant because it was mistakenly identified as a 11500a23. As reported, after sizing, a 23mm was chosen for implantation. A brown box labeled as a 11500a23 was opened to implant the valve, but during suturing and parachuting of the valve, it was noticed that it was actually a 11500a27mm. Reportedly, the shipping box was correctly labeled. Subsequently, a 23mm surgical valve was successfully implanted. The procedure took an additional 40 minutes of clamp time, but the patient was noted as to be in good condition.

Event description:
Per the report received from spain, a (B)(6) valve was explanted at implant because it was mistakenly identified as a (B)(6). As reported, after sizing, a 23mm was chosen for implantation. A brown box labeled as a (B)(6) was opened to implant the valve, but during suturing and parachuting of the valve, it was noticed that it was actually a (B)(6). Some sutures were tied before confirming that it was not the correct number. As reported, the shelf box that was inside the opened brown box was correctly labeled as (B)(6). Subsequently, a 23mm surgical valve was successfully implanted. The procedure took an additional 40 minutes of clamp time, but the patient was noted as to be in good condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned to edwards lifesciences for further investigation. An image of the explanted valve was provided; neither the size nor identity of the explanted valve was able to be determined from the provided image. The device history records were reviewed for the final packaging and 3pl processing for the subject valves involved in the event. The device history record reviews determined that the subject units were packaged and processed on different dates. Additionally, visual inspections and barcode verifications are in place to ensure the correct shipper labels are applied to the product. It is unlikely that the reported event is the result of an in-process label swap. A lot history review was performed, and no additional similar complaints were identified associated with the reviewed final packaging lots and 3pl processing pick slips. Review of packaging materials determined that sufficient labeling is present on the inner and outer packaging of the device to assist in proper identification of the device size prior to implantation. Based on the information available, the most likely root cause of the event is a swap of packaging components after all edwards processing steps, most likely occurring at the customer facility. There is no evidence to suggest an edwards manufacturing defect.